Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was found to be in bvvi mode. The asymptomatic patient presented to the clinic after feeling the vibratory notifier. The device image was downloaded and submitted for review. The last battery voltage measurement registered well below eol. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset. Based on the available parameter and usage information, a longevity estimation was performed and the device was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion and backup vvi.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.